Event description:
Rptr began therapy in 2001 when the physio-stim lite was delivered and demonstrated by the orthofix rep in their home. Rptr self administered therapy as directed for 11 days at 3 hrs per treatment until ten days later. The rep did inform rptr that this was an "off label application" for the cervical application. He also told rptr that orthofix had an 88% success rate with no reported side-effects. Beginning with the first session at approx 25 mins into it rptr had become very nervous and edgy. Rptr's balance was also impaired. At the time rptr thought that this might be an initial reaction to the device being so close to the brain and that it would pass. After 11 days/33 total hrs of use with the same side effects each session rptr had enough and phoned orthofix for some straight answers. At this point, only after asking very specific questions, was rptr finally told the following: a) the model 314l was not designed nor tested for cervical applications, b) orthofix would have a cervical device for testing in 9 months, c) the 88% success rate specifically does not cover any cervical applications but rather only all other devices used on different parts of the body, d) orthofix has no data available regarding adverse effects of using their device in such close proximity to the brain including any long range side effects from prolonged use, e) it was suggested to rptr that if these side effects persist that they stop using the device and contact surgeon. At this point rptr told them that based on their candor (which rptr did appreciate) regarding orthofix's lack of knowledge regarding all potential adverse reactions to this that rptr was no longer interested in being a guinnea pig that they would cease using the device and contact dr immediately. Rptr also asked if the co wanted the device back and was told "no". Rptr then phoned dr's office and relayed all of the above and was advised to stop use. After subsequent conversations with the dr's staff it is clear that he was not informed of any potential problems regarding rptr's experimental application. He was only told about the success that orthofix has enjoyed with their other applications. It was rptr's surgeon's hope (and rptr's) that use of the physio-stim and a hard cervical collar would eliminate the need for any further surgery. While rptr can only speak for themself, rptr must tell FDA that had they (and dr) been properly informed by orthofix that they had absolutely no research regarding any potential adverse side effects from using one of their products so close to the brain that rptr would have declined to be part of an experiment that as it turns out is only prolonging rptr's treatment and subsequent recovery time. Orthofix is a co in the business of making money. While rptr has no problem with this, rptr does have a problem with their failure, in rptr's case, to properly and ethically inform both rptr's dr and rptr that application was in fact experimental and that they just simply didn't know if or how it might affect rptr. As of this writing rptr has had no follow up from the co.